Manufacturer narrative:
(B)(4). Date of follow-up report: 09/17/2016. Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Manufacturer narrative:
(B)(4). Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sigmoidectomy, the coag button did not return once it was pressed and activation continued. The button was pressed several times but the issue was not solved. A new device was used to complete the procedure without any harm to the patient.